Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of blank screen. The unit was triaged and the reported issue was confirmed. Liquid ingress caused the pcba to fail, and is the result of customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2017-06-28.

Event description:
It was reported to covidien on (B)(6) 2017 that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2017 the service tech found the unit had a blank screen.